Manufacturer narrative:
Concomitant medical products: 3487a33 pain stim lead, implanted (B)(6) 2006; 693558 lead, 507645 lead, implanted (B)(6) 2012; 74001 neuro adaptor, 37714 pain stim ipg, implanted (B)(6) 2014.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device observed a false lead integrity alert (lia) and sensed noise, which resulted from electro-cautery surgery where no magnet was applied. The alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.